Event description:
It was reported that the patient had an incision site infection. The patient was prescribed cephalexin by mouth, twice daily for eight weeks (dose unknown). The patient also had a skin lesion in the leg and a sacral skin ulcer which were described as "related to pre-existing condition." The drug in pump was baclofen and the patient recovered without sequela.